Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument it was noted that the wire at the jaw of the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.